Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/02/2023, it was reported by a sales representative via sems that an ar-6480 dualwave pump is not expanding the joint. This occurred during a procedure, the surgeon was able to complete the case. There was no additional information provided, additional information has been requested.

Manufacturer narrative:
Complaint is not confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and no error messages and no audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. Upon functional testing with the model joint space device, it was noted that every time the pressure was increased, the pump roller started moving to reach the desired pressure and then stopped once it was reached. No problem found. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. Visual evaluation showed signs of wear in the pump housing close to the latch door. The original warranty seal was present and completed. The manufacturing date of the device is 2015-05. No problem found. Complaint is not confirmed.